Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.7, d.10, g.1, g.3, h.3, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified crystalline in the gel, crease fold, one opening curved on the radius, and observed 40 mm dark patch edge material inside gel device. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified one opening sharp crease on the radius and stress marks. Based on the device analysis the final assessment was one sharp crease opening assessed as fold flaw opening.

Event description:
Patient reported a right side rupture. Device has been explanted.